Event description:
It was reported that the ilet touchscreen cracked after the device was accidentally knocked off a counter onto its screen, after which the pump was nonfunctional and no longer watertight. Symptoms included no adverse clinical effects, and blood glucose was not affected. Outcomes included the user switching to backup therapy and continuation of cgm use. Investigation included collection of event details and coordination of device replacement and inspection of the returned device . Investigation of this device revealed damage to the display and enclosure due to accidental drop, consistent with external physical damage rendering the user interface inoperable. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated external mechanical damage unrelated to device manufacturing or design.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.